Manufacturer narrative:
Physio-control evaluated the customer's device and verified the event code was logged in the device's memory; however, the issue was not duplicated during testing. Physio replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that there was an event code logged in the memory of their device. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that there was an event code logged in the memory of their device. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.